Event description:
It was reported the dependent patient presented in-clinic for a routine follow-up and upon interrogation non-sustained ventricular tachycardia due to lead noise was observed. The device was explanted and replaced. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dependent and asymptomatic patient presented in-clinic for a routine follow-up and upon interrogation non-sustained ventricular tachycardia due to lead noise was observed. Noise was reproducible. Low frequency attenuation (lfa) filter was turned off. Patient later returned to clinic and continues to have lead noise that was not rectified by turning lfa off. The noise was then suspected on the ICD. The device was explanted. Patient was fine.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device egm. The device was tested on the bench and using automated testing equipment, and no anomalies were found.